Event description:
End user applied wafer and within one and half days noted itching and rash under all of the boarder.

Manufacturer narrative:
Based on the available info, this event could lead to a serious injury if the issue were to recur. End user stated she continues to use the wafer because she likes it. She is not receiving any medical intervention at this time-none. Home health wocn coming to visit tomorrow. Discussed non oil soap, stomahesive powder and allkare protective barrier crusting technique. Discussed cutting off tape border. Sending solid wafer sample. From a clinical perspective, a casual relationship between the sur-fit natura 2 pc- durahesive convex moldable wafer and this event is deemed possible because product use is temporally associated with the skin where the problem occurred. No add'l pt/event details have been provided to date. Should add'l info becomes available a f/u report will be submitted. Reported to the FDA on (B)(4) 2013. (B)(4).